Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a patient presented for a generator change on (B)(6) 2021. During procedure, the new pacemaker would not accept the existing lead due to a defect in the header. The device was exchanged with a different pacemaker to successfully complete the procedure. Post-procedure the patient was stable.